Event description:
The site reported eight mins into a prostatron treatment that pt complained of pain. The treatment was stopped at this time and the bladder was drained of 2000cc of a clear fluid (believed to be cooling fluid). The prostaprobe was then reinserted, but the treatment could not continue because the prostatron provided a "low cooling fluid" error. Treatment was then rescheduled. The pt experienced no serious injury as a result. This event is being reported because a similar event could cause a serious injury.